Manufacturer narrative:
H.6 invedstigation summary material #: 360059 lot/batch #: 2364323 bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation was observed. Additionally, retention samples from bd inventory were visually inspected with no issues identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for poor barrier separation based on the photos provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints for sample quality are under statistical control for the month of april, 2023. At this time, further testing is not indicated. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that after centrifugation with 3 bd tube sst plh 13x75 3.5 plbl gold there was poor barrier separation of sample. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: the tube is not possible to be used. We've noticed that part of the tubes from this batch are not able to separate the serum from blood. The gel gets mixed to the tube content and does not separate it. The centrifugation procedure was performed with more than one equipment and setting, but even though the issue persists.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after centrifugation with 3 bd tube sst plh 13x75 3.5 plbl gold there was poor barrier separation of sample. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: the tube is not possible to be used. We've noticed that part of the tubes from this batch are not able to separate the serum from blood. The gel gets mixed to the tube content and does not separate it. The centrifugation procedure was performed with more than one equipment and setting, but even though the issue persists.